Manufacturer narrative:
The rv lead portion removed from the patient is expected to be returned. Once the product is received and laboratory analysis completed, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, it was discovered that this right ventricular (rv) lead exhibited high out of range pacing and shock impedance measurements. A review of the previous measurements showed that the changes in the impedance measurements were very sudden. An x-ray was performed and no anomalies were noted. A revision was performed and the lead was visually inspected. It appeared to be fully inserted into the device port and the setscrew was fully engaged. The physician noted that there was a sharp bend in the lead body close to where this rv lead connects to the device and it was suspected that this was the cause of the lead measurement changes. The rv lead was severed below the bent area and the rest of the lead was surgically abandoned. The implantable cardioverter defibrillator (ICD) was explanted as this patient required dual chamber pacing. A new dual chamber system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. The lead was returned severed 76 mm from the lead terminal pin and only the proximal segment was received. Visual inspection confirmed a bend in the terminal are of the lead. The insulation was bent and bunched in two places within the bend. In addition, there were set screw marks on the terminal pin in the proper location. Resistance testing and x-ray images determined that the distal high voltage cable was fractured approximately 30.4 mm from the terminal pin, under the terminal boot. The location of the fracture correlates with the device header/port opening. Microscopic analysis also noted a surface abrasion in the terminal boot insulation right above the fracture location. The noted damage and fracture indicates that there was excessive strain placed on the lead in this location, as well as movement, in the device pocket while implanted.